Event description:
It was reported that fifteen days after the implantation of the xact stent in the left internal carotid artery and a non-abbott stent in the left common carotid artery, the pt developed a severe headache with local pain behind the left eye and top of the head accompanied with nausea and vomiting, but the pt had no neurological deficits. A lumbar puncture showed xanthochromia and the pt was diagnosed with a subarachnoid hemorrhage. The pt was treated with verapamil, intravenous hydration, physical and occupational therapy. The pt's condition resolved on (B)(6) 2010. There was no additional info provided.

Manufacturer narrative:
(B)(4). The reported pt effects of intracranial hemorrhage, headache, and nausea are known adverse events listed in the xact instructions for use (IFU). In this case, the pt was treated with physical and occupational therapy (additional therapy/non surgical treatment), treated with medication and was hospitalized. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.